Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device to warm a patient as well as cool a patient. They started therapy about 10 minutes ago and the water temperature was not as warn as would expect patient temperature (pt) was 33.6 c, targeted temperature (tt) was 37 c, water temperature (wt) was 28 c. Guided to rewarm settings and rate was set to 0.25 c/hour. Encouraged to allow device to work for a while longer and make no changes. Advised to call back if the water temperature and patient temperature did not continue to increase. Educated on how to read the graph and should call back if gets any alerts or alarms.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Guided to rewarm settings and rate was set to 0.25c/hour. Encouraged to allow device to work for a while longer and make no changes. Advised to call back if the water temperature and patient temperature did not continue to increase. Educated on how to read the graph and should call back if gets any alerts or alarms. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. 2. Rewarm patient settings ¿ the default patient target temperature and duration will display in the rewarm patient window. ¿ to change the rewarming phase patient target temperature and rewarming rate, press the adjust button in the rewarm patient window to display the rewarm patient-adjust screen. Use the up and down arrows on the left side to set the desired final patient target temperature. ¿ rewarm patient to: use the up and down arrows on the right side to set the desired final patient target temperature. ¿ rewarm at a rate of: use the up and down arrows in the center of the screen to set the rewarming rate. ¿ rewarm patient from: when cooling a patient, adjustment of the rewarm patient from setting on the left side of the screen is disabled and defaults to the cool patient target temperature. ¿ when rewarming a patient, the rewarm patient from adjustment is enabled and the value can be modified. The rewarm patient from setting is the temperature to which the system is currently controlling the patient. The rewarm patient from temperature will automatically increase as the rewarming process continues. This feature allows the rewarming procedure to be optimized by allowing complete control of the rewarming ramp. ¿ using the rewarm patient from temperature, the rewarm patient to temperature and the rewarming rate settings, the system will calculate and display the rewarming duration and the date/time at which the patient will reach the final rewarming target temperature. ¿ press the save button to save the new settings and close the rewarm patient-adjust window. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device to warm a patient as well as cool a patient. They started therapy about 10 minutes ago and the water temperature was not as warn as would expect patient temperature (pt) was 33.6c, targeted temperature (tt) was 37c, water temperature (wt) was 28c. Guided to rewarm settings and rate was set to 0.25c/hour. Encouraged to allow device to work for a while longer and make no changes. Advised to call back if the water temperature and patient temperature did not continue to increase. Educated on how to read the graph and should call back if gets any alerts or alarms.